Manufacturer narrative:
Pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.7, lab: 2.9. Patient's target therapeutic range is 2.5-3.5. Lab draw was performed immediately after meter result.